Event description:
It was reported by the sales rep that during a stereotactic biopsy procedure, the user met resistance during marker deployment. The marker was able to be placed in the biopsy site. On the post-biopsy mammogram, an opaque foreign body was noted and appeared to be similar to the green colored plastic tip of the marker. The user has reported they will wait on the pathology report before determining next steps with the foreign piece in the breast.

Manufacturer narrative:
(B)(4). The device was not returned for inspection and eval at this time; therefore, a definitive conclusion could not be reached regarding this specific event. Based on our knowledge of the device design and its prescribed use, we have developed a comprehensive risk mgmt file associated with our mammomark product portfolio to include tip shear. The most likely scenario is that the user removed the marker applicator separately from the biopsy probe. Tip shear has been identified as a potential risk whenever the applicator shaft is removed through the biopsy probe. Our mammotome vacuum assisted biopsy probes contain extremely sharp edges along the aperture opening to effectively excise tissue. Removing the applicator shaft creates the possibility of the applicator catching on one of these edges and shearing. As a mitigation step to address this risk, we provide contraindication language and instruction within the instructions for use: warning: failure to align the mammomark applicator as specified may result in improper deployment of the collagen plug and possible tip shear. Instruction #10: remove the mammomark applicator and the mammotome biopsy probe together as a single unit from the site and obtain images to confirm marker placement.